Event description:
It was reported that multiple times over the past month, the nurses have observed the device powered on with an all-blue screen that is frozen in that mode. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. The system and user/interface pcb assemblies were replaced as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies; however, the reported failure was not duplicated. Physio-control's failure analysis center ran multiple self tests and power-up cycles with the boards as a set and were unable to duplicate any failures. The boards were visually and mechanically inspected, and thermally stressed with no failures observed. The root cause of the reported failure could not be determined.